Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons unresponsive, hard to push the buttons, crack on the screen, rejecting new batteries and had grinding noise when priming. Customer's blood glucose value was unknown. Customer declined to did additional troubleshooting. The device will not be returned for analysis.